Event description:
It was reported that this inflatable penile prosthesis was removed due to infection. A new inflatable penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder had a leak from a hole in the proximal end of its body, consistent with sharp instrument damage. The second cylinder passed all testing. The pump was functionally and microscopically inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. The reservoir was microscopically inspected and tested for leaks and passed all testing. The reported patient symptom of infection is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that this inflatable penile prosthesis was removed due to infection. A new inflatable penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.